Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 33 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of migration, the aaa was 6 cm in diameter. Approximately one month ago, the CT demonstrated that the stent graft has migrated distally 1 cm with a proximal type 1 endoleak; there was aortic neck dilatation to 30 mm, and the neck also had mild to moderate angulation. The physician implanted a talent aortic cuff successfully and the endoleak was resolved. One week ago, it was reported that the patient presented emergently with abdominal pain, and an unknown endoleak was found, most likely a type ii endoleak. The aaa is now 6.6 cm in diameter. A CT scan determined that the leak was likely a type ii endoleak that is filling the sac distally. The physician will perform an embolization at a later date. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (migration, endoleak). (Disease progression with aortic neck dilatation and aortic neck angulation). Evaluation codes, conclusion: (disease progression with aortic neck dilatation and aortic neck angulation).